Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiration date: 04/2026). The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation for a port placement procedure, the port was allegedly not able to pass water as it was found to be clogged. There was no patient contact.

Event description:
It was reported that during preparation for a port placement procedure, the port was allegedly not able to pass water as it was found to be clogged. It was further reported that no saline was inserted into the needle during preparation. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one power port clearvue isp implantable port with various components including introducer needle were returned for sample evaluation. Gross, visual, microscopic visual, and functional evaluations were performed. Multiple puncture access was noted on the port septum. Infusion and aspiration were attempted but were unsuccessful. However, boston scientific guidewire was inserted into the port stem to expose any material within the port body. Small resistance was felt on the first attempt and dye water was observed exiting the port stem. Infusion and aspiration were performed and was successful in second attempt. Therefore, the investigation is inconclusive for the reported obstruction of flow as infusion and aspiration was successful and as the exact circumstances at the time of the reported event cannot be verified from the returned physical sample. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.